Manufacturer narrative:
(B)(4).

Event description:
Customer reports the dilator of the 4-/-5 french catheters cannot be advanced to the vessel without damaging the tip, even after routine stitch incision was performed. This sometimes causes relevant tissue and vascular trauma as well as kinking of the wire. Recently, we had a case with patient hazard (vascular lesion + requirement for wire replacement due to kinking). No additional information was available regarding the case with patient hazard. It was reported the issue has occurred with 5-10 devices. It was repotted the patients are ok with no long term consequences, but sometimes clear vascular lesions with the need to puncture again on the opposite side. It was reported the patients have risk of a second puncture, hematoma, and blood loss. A compression bandage is applied to the fist puncture (right internal jugular vein) and ultrasound control. No additional information was available at the time of this report.

Event description:
Customer reports "the dilator of the 4-/-5 french catheters cannot be advanced to the vessel without damaging the tip, even after routine stitch incision was performed. This sometimes causes relevant tissue and vascular trauma as well as kinking of the wire. Recently, we had a case with patient hazard (vascular lesion + requirement for wire replacement due to kinking)." No additional information was available regarding the case with "patient hazard". It was reported the issue has occurred with 5-10 devices. It was reported the patients are ok with no long term consequences, but "sometimes clear vascular lesions with the need to punture again on the opposite side". It was reported the patients have risk of a second puncture, hematoma, and blood loss. A compression bandage is applied to the fist puncture (right internal jugular vein) and ultrasound control.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.